Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), service history, failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted; the service history for this unit was reviewed for the past 6 months (04/16/2015 to 10/13/2015) and trending was not exceeded; the fmea revealed the risk priority number (rpn) scores are considered to be acceptable; the sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter was returned and tested. The catalytic converter exhibited no odor. The reason for return of the catalytic converter was not confirmed. The oil mist filter was returned and tested. The oil mist filter had no odor observed. The reason for return of the oil mist filter was not confirmed. The vacuum pump oil was not returned for functional evaluation. The assignable cause of the odor/smells is the catalytic converter, oil mist filter, and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The reported issue was resolved at the customer facility. The issue will be tracked and trended.

Manufacturer narrative:
(B)(4). A field service engineer was dispatched to customer site. Odor/smell was confirmed. The catalytic decomp filter, vacuum pump oil and oil mist filter were replaced. Unit meets specifications and was returned to service on (B)(6) 2015.

Event description:
A customer reported an event of an odor emitting from the sterrad nx sterilizer. One healthcare worker (hcw) experienced a reaction of tingling/burning nostrils and burning tongue. The hcw did not seek or receive any medical attention/treatment and is reported to be "good." The customer has turned the unit off. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.